Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,"), device dislocation ("migration of essure (behind uterus)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida, multiparous (B)(6) 2003; (B)(6) 2005; (B)(6) 2009) and stillbirth nos (2006). Concurrent conditions included seizure and thrombophilia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia,"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (essure removal surgery and to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal haemorrhage, alopecia and menorrhagia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. (B)(6) 2009 was consider as past pregnancy because of the essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 20-feb-2019 for the following reason: correction has been done from follow up 8-nov-2018, the outcome of pregnancy was changed to live birth outcome unknown, due to date of delivery (B)(6) 2011 was reported in fu (B)(6) 2018. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,"), device dislocation ("migration of essure (behind uterus)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included seizure and thrombophilia. On (B)(6) 2009, the patient had essure inserted. In september 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"). In march 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In april 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In may 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia,"). In march 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove essure). Essure was removed in april 2013. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal haemorrhage, alopecia and menorrhagia outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,"), device dislocation ("migration of essure (behind uterus)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 623222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included seizure and thrombophilia. On (B)(6)2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"), dyspareunia ("painful intercourse/dyspareunia,"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, vaginal haemorrhage, alopecia and menorrhagia outcome was unknown. The reporter considered alopecia, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - patients demographic information, relevant history, essure lot number, new events menorrhagia, migration of essure (behind uterus) and pregnancy (no complications) were added. On (B)(6) 2018: medical records received : reporters added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6). At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.